Event description:
Adverse event: interrupted procedure. Malfunction: difficulty tracking. A user facility reported that the contrast threshold for the eye tracker was lower than usual and there was some difficulty tracking the pt's eye. The bed also became stuck in the eye tracker right before this occurred. Pt's outcome was not affected by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation the territory manager (tm) stated that the eyetracker ir pod was loosened due to operator compressing the test calibration head (placed on the head rest of the bed) into ir arrays. To address the issue the tm tightened the ir pod and successfully completed system verification. A mfg investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, the root cause was a loose eyetracker ir pod. (B) (4)